Event description:
It was reported that during a low hartman procedure, the surgeon was using the device to resect the rectum. When firing the device the device appeared to cut but not staple. Upon inspecting the specimens after, only a small amount of staples could be found in both specimens, and the staples that were found were malformed also. Due to the procedure being low down, it was too low for a second stapling this meant the case was converted to an ap resection meaning a different outcome for the patient involved. The patient is likely to have a permanent colostomy bag rather than a temporary stoma. Procedure was prolonged two hours and thirty minutes. The patient is stable.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 3rd, etc.) 1st. If not the first firing, were there any problems reloading the device? Please explain. The device was reloaded just in case, and there were no issues. After the closure trigger was advanced, did the surgeon reposition the tissue? No. The surgeon had tried to put the device into the intermediate locking position, however then realized that more dissection needed to be done before the firing. Once dissection was completed, he was then able to close the device easily around the rectum without repositioning needed. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. What was the patient¿s pre-op diagnosis? Rectal cancer. Patient was also diabetic and had ischemic heart disease. Please provide the patient¿s sex, age and weight. (B)(6), male, (B)(6). Is there any other additional information you would like to share about this device, procedure, patient or physician? The surgeon, a long term user of contour, believes that there has been a malfunction with the cartridge as he was not able to see staples in the abdomen of the number he should have. The surgeon does believe that whilst this is a disaster from a device point of view, this is not necessarily the cause of death, as the patient was not under anesthetic for much longer than initially predicted anyway. What is the patient¿s current condition? The patient passed away 36 hours post operation following a mi. What was the thickness of the tissue? The surgeon stated no thicker than normal for a rectum so a green cartridge would be appropriate was the patient receiving radiation or chemotherapy? No, the patient was admitted straight to surgery was the transection created using one or multiple firings of the device? This was created using 1 firing. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples inside the pockets, with the washer completely cut, with the drivers exposed, with the knife recess below the cartridge deck and with b-form staples on the cartridge drivers. In addition another cartridge was received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.